Event description:
Customer complained about an unacceptable low bias for immulite 2500 ipth correlation results when switching from lot 157 to lot 161. There was no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
Siemens investigated the issue and found that in-house testing could not confirm the large bias seen by the customer. Customer moved on to a new lot of immulite 2500 ipth. No further investigation of the device is required.